Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the implantable cardioverter defibrillator delivered inappropriate therapy during non-sustained right ventricular over-sensing episode caused by electromagnetic interference (emi). No interventions were reported. There were no patient symptoms reported.